Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys cortisol ii (cortisol ii) on a cobas e 801 module. The initial result was 1.06 ug/dl. This result was reported outside of the laboratory where the physician questioned it. On (B)(6) 2019 the sample was repeated and the result was > 63.4 ug/dl. The sample was repeated again with an unknown dilution ratio and the result was 56 ug/dl. The result of 56 ug/dl was believed to be correct and was reported outside of the laboratory. There was no allegation that an adverse event occurred. The cortisol ii reagent lot number was 353299 with an expiration date of 31-aug-2019. The field service engineer (fse) visited the customer site and did not identify any instrument issues. Since calibration and qc were acceptable, a general reagent issue can be excluded. Pre-analytical handling information was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.